Event description:
Patient reported the down button on the infusion device is defective. This was noticed 1 year ago, but the button would still make a connection. In the last few days, the button will not function at all. The button is raised, and no audible noise is produced when the button is pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily; therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successfully and comply with the specifications. The up button does not give audible feedback due to the contamination inside the button.